Event description:
The customer reported that an 840 ventilator was giving an oxygen sensor out of spec message. There was no pt involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone and instructed the customer on how to run the oxygen (o2) calibration. The serial number for the device was not provided. Covidien was not authorized to repair the device.

Manufacturer narrative:
(B)(4).